Event description:
A diagnostic arthroscopy of the shoulder was being done when the metal tip of a blunt conical obturator came off. The surgeon could not locate the tip in the shoulder joint, but the pt was already scheduled for an open surgical procedure a week later. The piece was removed at that time and did not contribute in any way to the pt's condition or status. The user facility will send the broken instrument to the MFR for evaluation.